Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0141768. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush" syringe barrel was found damaged when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the patient was admitted to the hospital due to posterior circulation ischemia. At 08:00 on (B)(6), the nursing staff used the fully packaged flush to prepare the infusion tube and found that the disposable flush was damaged. It can not use,and immediately replace the disposable flush to check that there is no quality problem and flush the tube for the patient without causing harm to the patient, and no other adverse events occurred during the entire event."